Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.